Event description:
Asr revision reported via sales rep; asr xl; left. Patient had pain. Asr cup was easily removed, gription with altrx was replaced.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec&#37152;2/3/2015 - medical records received. Dob provided. Upon revision, a cyst, a bursitic lesion, a significant pseudotumor, necrosis, granulation tissue and metal tinged tissue were noted. The femoral head is now being reported.